Manufacturer narrative:
One device was returned for repair. Event history showed acu watchdog and primary audible alarm background bgnd. Device was sent in service for the first time. Unable to duplicate the acu watchdog alarm or the primary audible alarm bgnd during occlusion test. Audio test was performed and no problem found on speaker. Acu watchdog is a sympathy alarm, it is sympathizing the primary audible alarm bgnd. Repair was not needed due to no problem found on speaker. Device passed all the functional tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed an "alternating current unit (acu) watchdog failure" and "system failure bgnd." The messages come up intermittently. There was no patient involvement.